Manufacturer narrative:
Further investigation is needed to determine the root cause(s) of the alleged issue. No harm alleged. The pcba cell bus was replaced and the instrument is working as intended. Component code was added as well as eval method, result and conclusion codes.

Manufacturer narrative:
Investigation concluded that the service action resolved the issue. Updated and replaced the device codes, evaluation method, evaluation result and conclusion codes.

Manufacturer narrative:
Investigation is on-going. A follow-up report will be submitted upon the completion of the investigation.

Event description:
A customer from japan alleged that benchmark ultra instrument emitted smoke with a strong odor. A field specialist was dispatched and observed evidence of charring/burning to most of the cell bus printed circuit board (pcb) for slides 1-15 as well as the connectors between the slide drawers and the cell bus pcb. No harm or injury alleged.